Manufacturer narrative:
(B)(6) 2019-06-03, 09:52:08, godinl1: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and it exhibited high impedances. The rv lead also exhibited loss of capture which resulted in the patient not receiving appropriate pacing therapy. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.